Event description:
It was reported that patient with this neurostimulator called stating therapy is working well. The patient noted pain at the ins site location and also feels the device was heating up to high level of heat on several occasions but not causing burning. It was recommended to the patient to schedule a follow up with their physician to have the system evaluated. Patient was seen by their physician on (B)(6) 2025, system was reprogrammed. Impedances are all within normal range. Dr. Is planning a pocket revision for patient due to the ins being too superficial which could be causing some of patient's discomfort. No reported episodes of ins battery feeling warm in past couple of weeks. The patient had their pocket revision on (B)(6) 2025. The pocket was revised and battery swapped out for an r20. No other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed.a DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use. Supplemental report being added to include email for ir under e1.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that patient with this neurostimulator called stating therapy is working well. The patient noted pain at the ins site location and also feels the device was heating up to high level of heat on several occasions but not causing burning. The patient was seen by their physician and the system was reprogrammed. Impedances are all within normal range. The physician was planning a pocket revision for patient due to the ins being too superficial which could be causing some of patient's discomfort. The patient had their pocket revision on (B)(6) 2025. The pocket was revised and battery swapped out for an r20. No other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that patient with this neurostimulator called stating therapy is working well. The patient noted pain at the ins site location and also feels the device was heating up to high level of heat on several occasions but not causing burning. It was recommended to the patient to schedule a follow up with their physician to have the system evaluated. Patient was seen by their physician on (B)(6) 2025, system was reprogrammed. Impedances are all within normal range. Dr. Is planning a pocket revision for patient due to the ins being too superficial which could be causing some of patient's discomfort. No reported episodes of ins battery feeling warm in past couple of weeks. Patient is scheduled for pocket revision on (B)(6) 2025.

Event description:
It was reported that patient with this neurostimulator called stating therapy is working well. The patient noted pain at the ins site location and also feels the device was heating up to high level of heat on several occasions but not causing burning. The patient was seen by their physician and the system was reprogrammed. Impedances are all within normal range. The physician was planning a pocket revision for patient due to the ins being too superficial which could be causing some of patient's discomfort. The patient had their pocket revision on (B)(6) 2025. The pocket was revised and battery swapped out for an r20. No other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed.a DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.